Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and had a blank display. The customer¿s blood glucose level was 400 mg/dl. Advised customer that a battery cap will be over knighted. The customer states that she got the pump to turn on. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.